Event description:
It was reported by the patient that she had a sling procedure on (B)(6) 2008 and mesh was implanted. The patient was fine for a while, but now is experiencing chronic abdominal pain, leg and back pain, cannot sit for long periods, tired but can¿t sleep, feels washed out and sick all the time, can¿t have intercourse with her husband. The patient would like it removed. The patient is under investigation for what is causing the pain. All tests are coming back negative. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report mw5042747. (B)(4)